Event description:
A peritoneal dialysis registered nurse reported a pt experienced a fluid leak during treatment on (B)(6) 2013. The source of the leak was unk. On (B)(6) 2013, the pt woke up and noticed fluid around the door of the cassette and on the floor, from the previous night's treatment. The same day the pt developed a fever and started to experience extreme abdominal pain, nausea and vomiting. The pt also noted cloudy effluent in the pd drain bag. The pt was diagnosed with coagulase negative staphylococcus on (B)(6) 2013 per culture tests and confirmed peritonitis. Patient was prescribed the following antibiotics: vancomycin 1g on (B)(6); vancomycin 1.5g on (B)(6); gentamicin 40mg on (B)(6). Phenergan 12.5mg once every four hours as needed on (B)(6) 201, for nausea, and tramadol. Per the pt's follow up clinic visit she is reportedly doing fine.

Manufacturer narrative:
Medical records have been received and reviewed by the manufacturer's physician and assessed the following: a (B)(6)-year-old female pt with esrd received peritoneal dialysis at home using a cycler. She reported a fluid leak in the cycler one day prior to developing signs and symptoms consistent with peritonitis. A supplemental report will be submitted upon completion of the plant's investigation. See related medical device reports: 8030665-2013-00722 and 2937457-2013-00426.